Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive, that the pump time was incorrect and that the pump volume was too low. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.